Manufacturer narrative:
Conclusion: the device history record for the delivery catheter system (dcs) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. It was noted that the patient had a heavily calcified native annulus, which may have caused on contributed to the positioning difficulty. After the second deployment attempt, it was reported that the capsule was noted be broken. No procedural images were received for review. The subject dcs was returned to medtronic for analysis. There was damage observed on the threading of the screw gear of the dcs handle. This damage indicates increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The cause of the high forces leading to screw gear damage cannot be determined with the information available. The device was received with the capsule partially opened and delamination was observed on the capsule. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A buckle and a frame break were observed at the proximal end of the capsule. There was no other evidence of damage observed on the subject dcs. Based on the investigation completed to date there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of the capsule damage in this case cannot be determined. Patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. These are also factors that can lead to high forces in the system and the subsequent screw gear damage observed on the dcs. It was reported that the system was removed from the patient without issue and a non-medtronic valve was implanted. After the non-medtronic valve was implanted a femoral vessel ruptured and was treated with a stent. This rupture was the same site as the dcs access. Per the physician, the cause of the vessel rupture was due to the incomplete closure of the dcs capsule. Vascular access related complications, such as rupture, are a known potential adverse patient effect per the instructions for use (IFU), and are typically related to patient anatomical factors, in addition to procedural and device factors. Based on the information available, the root cause of the vascular complication cannot be determined and the potential relationship to the dcs could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received with the handle intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked into place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was damage noticed on the threading of the screw gear. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no issue was noted with loading nor with fluoroscopy inspection. The delivery catheter system (dcs) was inserted via inline sheath without issue. The valve was deployed twice into a heavily calcified native annulus. Both attempted deployments were too deep. After the second deployment, a broken dcs capsule was observed after ¿fast¿ recaptures. The system was removed from the patient without issue and a non-medtronic valve was implanted. After the non-medtronic valve was implanted a femoral vessel ruptured and was treated with a stent. This rupture was the same site as the dcs access. Per the physician, the cause of the vessel rupture was due to the incomplete closure of the dcs capsule. No additional adverse patient effects were reported.